Manufacturer narrative:
At the visit on site the field service engineer performed light barriers, weight calibration & checked joystick values, found all values within range. He changed the joystick & pcb puf board in order to fix this issue. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles were received by local technical service and analyzed. After the treatment is finished (vacuums are turned off) it is not possible with the joystick in z to go up (arm stays in treatment position). Most possible root cause is that customer lifted patient release to bring out patient. The real duration of the pressure applied to the eye cannot be identified in the logfiles because it cannot be said if the patient was still on the patient bed or not without vacuum. However, a maximum of the duration can be concluded from the first error message that appeared until the system was shut down or patient release was activated. The maximum duration of eye contact without vacuum for the occurances on (B)(6) 2017 and (B)(6) 2017 were duration [s] 00:02:06 and duration [s] 00:00:21. Clinical review states that the pressure on the eye use to be equal as during the procedure and does not increase, but the pressure was longer applied and could be the reason for the eye to become red. In that case the patient release function has to be activated by the surgeon. The user manual describes the emergency patient release. Risk management concluded that there is no increased risk for patient, user and third party. The residual risk remains unchanged and at acceptable level. The root cause could not be identified conclusively as the logfiles do not record joystick movements and the error could not be reproduced. However, the following possible root causes are indicated: very slow movement during eye contact was not recognized, was interpreted to be stuck and surgeon therefore moved in the opposite direction. Objective does not return completely to home position which results in that eye contact signal is active, the home button function is deactivated and would cause the same effect mentioned in point a. Due to esd discharge the sensor of the joystick could be blocked and therefore cause the reported event. However, in case of a esd discharge it is unlikely to occur as such a behavior would already be expected to occur during initialization of the treatment as the surgeon is already in contact with the joystick (physical contact might cause esd discharge). It is unlikely that the surgeon could cause a esd discharge during the treatment. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after the laser fired the gantry would not move back to the home position. He had to manually lift to release the patient. The excessive pressure caused a severe subconjunctival hemorrhage. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the procedure was completed successfully. The gantry was stuck after the procedure while releasing the patient and the patient does not require any additional treatment.